Event description:
An electrical fault alarm was noted while the patient was at home and the patient called the vad team. It was recommended that the patient come into hospital for analysis and determination of next action. Log files confirmed electrical faults. The service form reports an inpatient driveline connector cleaning procedure was performed with administration of a heparin bolus of 1500 units and an epinepherine drip on standby. The inspection showed cloudy wires next to the exit site. No cloudiness was noticed near the connector. A "slimy" substance was seen in the connector. Isolation of blood was performed with placement of a dam at the end of the connector. The connector was cleaned and the patient was given a new controller. No additional information was provided.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient was hospitalized with administration of medication with no further sequelae. The driveline cable is implanted, it was examined during the service and cleaning. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical techniques to prevent contamination of the driveline during tunneling. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The device remains implanted.